Event description:
The following has been reported: "user reports: error 30 timestamp error." Error 30 is described by the technical manual as a timekeeper issue. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.